Manufacturer narrative:
The returned device was evaluated and the device was received in the undeployed state; the pink slide insert was not visible through the viewing window of the top housing. The download data shows that the device ran 26 first prime pulses, indicating first prime ended prematurely. Timeouts and a drive stall was also present at the beginning of the run. The needle and drive mechanism were inspected, and no issues were found that would contribute to the device not deploying or the timeouts and drive stall. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered, and the rerun data did not generate the timeouts or drive stall that were present in the original data. The timeouts and drive stall at the beginning of the run prevented the device from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn. As treatment, the patient applied a new pod.